Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited a foreign object inside the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found foreign object inside the nozzle. The additional findings are as follows: bending angle in up direction does not meet the standard value, due to wear of the angle wire; the play of upward/downward angulation control knob is out of the standard value, due to the wear of the angle wire; nozzle had foreign objects; adhesive on the bending section cover had a chip; scope connector had a scratch; switch box had a scratch; probe cover had a scratch; suction cylinder was shaved; forceps elevator knob had a scratch; upward/downward knob had a scratch; right/left knob had a scratch; control unit had a scratch; control unit had discoloration; water removal ability does not meet the standard value, due to looseness of the nozzle; forceps elevator lever had a scratch; and connecting tube had a scratch. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the correction of the initial MDR and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight (8) years since the subject device was manufactured. Based on the results of the investigation, the root cause could not be determined. The foreign material could not be identified and the cause of the material remaining in the device could not be specified. There was no damage to the area where the foreign material was detected and it was confirmed that reprocessing was performed according to the instructions for use (IFU). The event can be prevented by following the instructions for use which state: instructions for gif/cf/pcf-290 series, operation manual, chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. Instructions for gif/cf/pcf-290 series, reprocessing manual, chapter 5 ¿reprocessing of the endoscope (and related reprocessing accessories)¿ describes how to prevent the subject event. Olympus will continue to monitor field performance for this device.